Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that an error message occurred twice when administering a cadd medication cassette and therapy could not be continued with that cassette. The error message was "upstream blockage" and could not be resolved. There was patient involvement. No patient harm/adverse event was reported.